Manufacturer narrative:
Investigation summary: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for mislabeling with the incident lot was not observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: based on evaluation of the customer photos, the customer¿s indicated failure mode for mislabeling with the incident lot was not observed. The photos did not identify a specific product issue. Root cause description: based on the investigation, a root cause could not be determined. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that before use of the bd vacutainer® sst¿ blood collection tubes has label information written in chinese instead of english material no. 367989, batch no. 8303507. The following information was provided by the initial reporter: customer text: they don¿t have the stock label we use for label placement and the writing is chinese instead of english like normal. My psc received 5 flats when they ordered 5ml hs tubes.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that before use of the bd vacutainer® sst¿ blood collection tubes has label information written in (B)(6) instead of english. Material no. 367989 batch no. 8303507. The following information was provided by the initial reporter: customer text: they don¿t have the stock label we use for label placement and the writing is (B)(6) instead of english like normal. My psc received 5 flats when they ordered 5ml hs tubes.